Event description:
It is reported that the surgeon had difficulty inserting the 5mm nail cap. He competed the surgery with a 0mm size cap.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.